Event description:
Leaks when flushing. Securacath device was used to secure PICC, but catheter was leaking well above that area when check with removal. PICC line was removed. Flushed with normal saline in a 10cc syringe. Alcohol to scrub the cap prior to use. Chlorhexidine to scrub exit site.

Manufacturer narrative:
This complaint of a subcutaneous leak in the catheter is confirmed. During functional testing, a spraying leak was observed emanating from the catheter. The leak site is located between the 3 and 4 cm depth markers. A longitudinal split in the catheter is observed. The leak site is < 0.5 inches in length. The split edges are sharp and traverse in a straight line. No od damage to the catheter is noted. The tubing surrounding the leak site is unremarkable. At this time the mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of rewk0583 showed no other similar product complaint(s) from this lot number.